Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: lfj067920v the distal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. Concomitant product: d224trk, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012; 419478, implantable pacing lead, implanted: (B)(6) 2005; 5592-53, implantable pacing lead, implanted: (B)(6) 2004; 5092-58, implantable pacing lead, implanted: (B)(6) 2004. (B)(4).

Event description:
The right ventricular lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.